Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was visible inside of the bd luer-lok¿ syringe. This event occurred 23 times. The following information was provided by the initial reporter: there is an unclear area inside of the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 21-apr-2022. H6: investigation summary: a device history review was conducted for lot number 1040286. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, multiple samples were submitted to aid in our investigation. Our engineers noted that all of the submitted samples, exhibited a foggy residue around the interior circumference of the device. Reported issue has been confirmed. After identification, the samples were submitted for compositional testing. Results positively identified the residue as silicone lubricant. Silicone is a vital component of the manufacturing process, and allows for the piston to glide inside of the syringe, it is a safe and commonly used component in the medical device industry. Unfortunately, our engineers were unable to confirm the root cause for this event at the conclusion of their investigation. They speculate that environmental conditions during transportation and storage of the device may have caused the binding of the silicone to the syringe wall, but this cannot be confirmed at this time.

Event description:
It was reported that foreign matter was visible inside of the bd luer-lok¿ syringe. This event occurred 23 times. The following information was provided by the initial reporter: there is an unclear area inside of the syringes.